Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was found to be pre-fired and engaged in interlock. Functionally, the reload was loaded into a instrument for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the staples did not form as expected, and were missing from the staple line after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting the jejunum in a laparoscopic gastric bypass, the surgeon was only able to squeeze the handle once and then it jammed. When the black knobs were retracted and the jaws opened the staples were malformed. The staple line was also proximally incomplete. To resolve the issue ,the surgeon resected an additional piece of jejunum with the same handle and  another reload.